Manufacturer narrative:
(B)(4). The customer declined physio-control's repair offer due to costs and removed it from service. F/u with the rptr found that the customer traded the defibrillator to a medical device equipment company and purchased a replacement refurbished device. Physio is unable to further investigate the reported problem. Hence, a cause for the reported failure could not be determined.

Event description:
Customer was performing a monthly check on the defibrillator when a battery light and wrench icon was observed. The customer installed the battery in another device and it would not power on. Physio-control's investigation/device eval found that it was depleting the installed non-rechargeable batteries pre-maturely in few months. There was no pt use associated with the event.